Manufacturer narrative:
A complete lead was returned for analysis in one piece measuring 58.1 cm without the stylet. Visual examination found the helix retracted with traces of blood and no other anomalies. No conductor fractures or internal shorts were noted. The reported event of difficult to insert the stylet was unconfirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient was presented in the hospital for a device implant. During the implant, the stylet could not be inserted into the bottom of the lead, after trying with several stylets. The physician replaced the lead during procedure on (B)(6) 2020, and the patient was in stable condition.